Manufacturer narrative:
As a lot number was not provided a review of the device history record cannot be performed. The investigation is currently underway.

Event description:
It was reported that during a vascular stent procedure, the deployment of the vascular stent was successful; however upon retrieval of the delivery system the inner catheter became detached. The inner catheter remained on the guide wire and was removed with the introducer sheath as one unit successfully. There is no reported pt injury.